Event description:
It was reported that during a tkr the size 3-4 (9mm) genesis ii cruciate retaining insert broke off when the surgeon was attempting to trial the knee. No pieces were left in the patient and no time added to the procedure. All the pieces were recovered and no surgical intervention needed. It was another insert in the room and used it in place of the damaged insert. No time was added to the procedure.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this complaint reports the articular insert broke off when the surgeon was attempting to trial. Per email communication, no pieces were left in the patient and no time added to the procedure. All the pieces were recovered and no surgical intervention needed. Therefore, since no patient harm is being alleged, no further assessment is warranted at this time. A visual inspection confirmed the g2 c/r art tr sz3-4 9mm is broken in two pieces. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.